Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot/serial history review is not applicable. The c of c cannot be obtained because the serial number is for a product that is sold prior to 2009.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) arm that attaches to the light cable broke, it came apart. (Precedes our records, probably shipped 2007 or 2008.) No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(4) arm that attaches to the light cable broke, it came apart. (Precedes our records, probably shipped 2007 or 2008.) No patient involvement.